Event description:
Healthcare professional reported a patient complained throbbing pain with skin changes on one cheek to a lighter in appearance hours after injecting juvéderm® voluma¿ xc. Hcp was not sure if it was indeed a true vascular occlusion. It is unknown if treatment was provided or symptoms resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.